Manufacturer narrative:
(B)(4). Report source - foreign country: (B)(6). (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a revision is planned due aberrant anatomy and heterotopic ossification. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.reported event was confirmed by review of evidence that suggests the revision was performed. It was reported that the revision was due to aberrant anatomy and heterotopic ossification. As these parts were removed in a revision, the complaint is considered confirmed. There is no evidence to indicate that there was an alleged malfunction of the implants. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.